Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming functionality testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.